Event description:
It was reported that the sutures were used to close the abdominal wall during castration procedure performed under general anesthesia. Post-operatively, the suture line did not hold and the seams opened up again. Follow-up surgery was required under general anesthesia, with repeat abdominal sutures.

Manufacturer narrative:
D10 concomitant products: gl-302, gl-302 polysorb 2-0 vio 75cm cv13 x36, (lot#: unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.